Manufacturer narrative:
Expiration date: 03/2020. Date received by MFR: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A distributor reported and depicted via photo that there was a "foreign body on the dressing," in regards to an aquacel extra hydrofiber dressing; no patient involvement was reported.

Manufacturer narrative:
(B)(4). Investigation has been based on batch history record review. Batch records revealed that all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental is being submitted as no returned sample was received for review. After a detailed batch review, a discrepancy was found. This warranted further action and a nonconformance was opened. A review of photographs confirmed evidence of a foreign object, however, the root cause cannot be determined without a sample. All preventative maintenance (pm) was completed to schedule on this manufacturing line. This complaint will be closed and no further action is deemed necessary. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as there was no sample received for review and the non-conformance has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 19, 2016.